Manufacturer narrative:
Additional suspect medical device components involved in the event. Product family scs-ipg-r-MRI, upn m365sc12320, model sc-1232, serial-lot (B)(6), batch (B)(6).

Event description:
It was reported that following a spinal cord stimulation (scs) implant procedure, the patient began to experience numbness and weakness in their legs and feet. It was also reported that the patient experienced pain in her lower legs. Multiple attempts at programming were attempted to resolve the problem. After multiple conversations with the physician, the patient and physician decided that the best path forward was to explant the scs system. The thought is that the epidural space is too crowded with the paddle implanted and it is causing restriction of the spinal cord. The patient is expected to fully recover. The explanted devices will not be returned as they were discarded by the medical facility.